Manufacturer narrative:
Device not returned to the manufacturer.

Event description:
The leakage occurred in a clinimacs tubing set ls at the y piece of tubing above the pre-column. This event happened during a validation run. Therefore, no patient was affected.